Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt says ins has "flipped inside my hip, that's why I stopped recharging it, it was difficult to charge and I wasn't in pain so didn't need it all the time so I stopped using it". Pt says they found ins flipped about year ago. Patient hasn't charged stimulator "in probably a year and now I need to charge it and it won't find the device" and says this was found today. They need an MRI of their neck so they need to get ins charged. Pt used prm during the call and was then able to start charging with excellent quality. The troubleshooting steps that were taken on the call resolved the issue.